Event description:
A pharmacist reported to olympus, the evis exera iii colonovideoscope did not blow. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with a black rubbery material that seems to be seal residues. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to the nozzle being clogged. In addition to evaluation in b5, there was a third-party repair. Charge coupled device cover lens was cracked and scratched. Light guide lens was cracked. Light guide bundle was disconnected. Connecting tube was wrinkled near glue. Plastic distal end cover was cracked and leaking. Bending angulations were out of specifications. The plug unit was scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black rubbery foreign material that was clogged in the air/water nozzle - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Foreign material may not have been removed due to an imperfection of proper reprocessing caused by leakage. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.